Manufacturer narrative:
The staff member stated she had a shower, and washed her body with soap and water. Both the staff member, and the patient whose blood splattered on the staff member were seen by infection control, had blood work done and were provided with information. The faulty syringes are in the process of getting returned for investigation.

Event description:
The customer reported two incidents of faulty 3ml arterial blood sample 70 lu+200, syringes. In the first incident, the nozzle/tip snapped completely off under pressure from the syringe hitting the staff member in the chest and then sprayed blood up her face, covering her lips and going up her nose, and covering her clothing. In the second incident, holes were found in the tip of the syringe leaking onto the operator's gloves.

Manufacturer narrative:
Investigation completed by smiths medical: a total of 702 unopened devices were received for analysis. No issues were found during visual or functional testing of these devices. Examination of the submitted photographs, however, confirmed the presence of damaged and missing luers as reported. This confirmed the reported complaints. Review of batch history records for lot #4010060 indicated the product met established acceptance requirements. Manufacturing equipment was also reviewed during current production runs and confirmed that the assembly machine was working properly, and no damaged parts were found. A quality alert was posted for manufacturing personnel to heighten awareness of this issue. Complaint data will continue to be monitored for new information, with actions taken accordingly. The cause of this event is unknown.